Event description:
The customer reported that the non-ge un-interruptible power supply (ups) was clicking on and off. The customer shut the clinical information center (cic) down to plug it into a different power source and the cic gave an error message and was stuck in boot loop upon trying to restart. Monitoring was lost for about 15 minutes affecting 7 pts. Alternate monitoring was not otherwise available. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.